Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator delivered inappropriate shock due to incorrect interpretation of cardiac signals. The device was successfully reprogrammed. The patient was stable.